Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported "customer shared that the tegaderm was not sticking well to the skin and the pants and belt portion was more challenging due to gloves." Additional information received 09/15/2022: the problem with the dressings are that they are sticking so good that you can hardly get them off when it is time for the dressing change. The cloth in the dressing will pull apart and unable to separate the parts of the dressing. The pants do not have a perforation in the middle and the line is getting pulled when trying to pull it apart. We have talked about taking a pair of scissors to get it off, but then run the risk of cutting the line. The clear part of the dressing is very thin and has broken through while on the patient and nurses has reinforced with an additional tegaderm.